Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had dizziness and went to the emergency department. A review of the interrogation reported showed that there was an alert triggered for high rv thresholds on the right ventricular (rv) lead. It was noted that there has been an increase in rv threshold in recent weeks. The patient was discharged from the ER. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information obtained from the clinic that the right ventricular (rv) lead was reprogrammed and the patient is being sent to ep (electrophysiologist) physician for a consult. It was also noted that patient¿s symptom of dizziness was not related to the performance of their right ventricular (rv) lead as the patient is ventricular paced less than two percent of the time. The rv lead remains in use.